Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) year old male patient contacted zoll to report that the patient had a rash on his skin underneath where the garment lays. The patient removed the lifevest due to the rash discomfort and the prescribing doctor was not aware. The patient passed away 5 days after the patient removed the vest due to discomfort.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.